Event description:
It was reported the system's power supply cut out at inopportune times during usage. This likely resulted in a loss of fluoroscopy and/or shut down situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.